Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
The end user reported the precut starter hole was off center. There was no reported harm. No additional information or photograph depicting the reported issue was provided.